Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/17/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: according to the information received, needle code of w88830 shown on the actual packing is v-5 which should be tapercut, however the needle symbol on the packing shows cc needle. At the same time in the product catalogue, w8830 is cc-16 needle. The product was not returned to ethicon inc for evaluation. Visual inspection was conducted on the pictures received. Visual analysis of the pictures received determined that an opened sample with of the product code w8830 could be observed. Upon further investigation was determined that the product code xcw8830 used a version release three used the needle sales type v-5, the obsolete version one used the cc-16 needle sales type. In the version two change sales type from 'cc-16' to 'v-5' change length from '16' to '17' were made. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch qabdpj and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the needle code shown on the actual packaging is different than the needle symbol on the packing. The actual packaging and the symbol is different than is what inside the package. There were no adverse patient consequences reported. No additional information was provided.